Event description:
The site reported the following: a pt with an admitting diagnosis of suspected ischemia in his right thumb was undergoing a cta of the right upper extremity. The pt experienced burning and discomfort. It is estimated that approximately 60-70 cc of contrast extravasated into the back of the pt's hand at the injection site. The pt required medical intervention including a fasciotomy performed at another medical center. The pt is reportedly doing well.

Manufacturer narrative:
A system service check of the stellant injector, performed on (B)(4) 2012 verified the injector is operating within medrad specifications. Additional applications training has been offered, accepted by the site, and will be scheduled for a future date.